Manufacturer narrative:
The investigation determined that an unexpected (B)(6) vitros anti-hbc (ahbc) result was obtained from an external control fluid using vitros immunodiagnostic products anti-hbc reagent on a vitros 5600 integrated system. The definitive assignable cause of the event could not be determined. The historical vitros ahbc quality control data indicates that vitros ahbc lot 2390 was performing as expected. A vitros ahbc reagent performance issue is not likely a contributing factor to this event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbc reagent lot 2390. There was no indication of a vitros 5600 instrument malfunction. However, diagnostic within run precision testing was not completed to evaluate the performance. Therefore, a vitros 5600 integrated system issue cannot be entirely ruled out. Because the turbidity values were different between the two test events (214 versus 89), pre-analytical sample processing cannot be ruled out as a contributing factor. It is not known if the customer followed the recommended centrifugation protocol. Therefore, it is possible that there was a sample mix up or that cellular debris, due to poor sample preparation, was present in the affected sample, although neither one of these possible scenarios could be confirmed. A pre-analytical sample handling issue cannot be ruled out as a contributing factor to this event.

Event description:
A laboratory specialist (ls), on behalf of a customer, reported a (B)(6) vitros anti-hbc (ahbc) result obtained while processing an external quality control fluid using vitros immunodiagnostic products anti-hbc reagent in combination with a vitros 5600 integrated system. Initial vitros ahbc (B)(6) result of (B)(6) versus repeat vitros ahbc (B)(6) result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected (B)(6) vitros ahbc test result was obtained when processing an external control fluid. However, the investigation could not conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).